Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 weeks post implant the patient presented with an open wound on the incision. The physician chose to explant the cardiac resynchronization therapy defibrillator (crt-d) system due to the risk of infection. The patient was prophylactically treated with antibiotics. No further patient complications have been reported as a result of this event.